Event description:
The user facility reported that there were traces of water invasion in the subject device. Additional details were requested regarding the reported event; however, no further information was available. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Inspection and testing found the detector surface of the ultrasound probe was scratched. This report is being submitted for the malfunction found during the evaluation of the device (probe was scratched).

Manufacturer narrative:
In addition to the scratched detector surface, service found traces of water invasion in the device, confirming the customer's initial report. In addition, service found the light guide lens was chipped, there was a crack of the adhesive on the bending section cover, damage of the adhesive of the bending section, the insertion tube was deformed, the water supply tube connector was stripped, paint was worn off the air/water cylinder, and the metal contacts of the connector were corroded by chemical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 06-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the scratched probe likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "handling and general precautions: please do not bending, striking, pulling, twisting, or dropping the tip, insertion, bending, operating part, universal code, scope connector, ultrasonic cord, and ultrasonic connector with strong force. The device may be broken, causing injury to the body cavity, resulting in burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.